Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening and broken assessed as fold flaw and missing assessed as inconclusive. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "rupture" confirmed via mammogram. Device has been explanted.

Event description:
Patient reported right side "rupture" confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.6., d.6b., h.6.

Event description:
Patient reported right side "rupture" confirmed via mammogram. Device has been explanted.